Event description:
It was reported that a patient experienced a leak at the connection point between a bag and a cassette supply line. The patient was connected at the time of the event. This occurred during fill two of five of peritoneal dialysis therapy. The technical service representative assisted in ending therapy. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.